Event description:
A representative reported when demonstrating the flexi-seal control to nurse, the nurse put finger straight through the blue finger pocket.

Manufacturer narrative:
Based on the available information this event is deemed a reportable malfunction. No additional event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available a follow-up report will be submitted. Reported to the FDA on (B)(4) 2013.